Event description:
It was reported that the patient had lightheadedness; no capture and no telemetry were also reported. The device was replaced and subsequently tested out of specification during manufacturer's analysis. No further complications have been reported as a result of this event.